Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 53 mg/dl, 320mg/dl and 244mg/dl. Then, 320mg/dl, 244mg/dl, 96mg/dl, 317mg/dl, 394mg/dl and 77mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.